Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient's blood glucose levels reached 19.4 mmol/l (350 mg/dl) while wearing the pod between 36 and 48 hours on the back. The patient could smell and feel insulin on her skin, indicating there was a leak during use of the pod. When the pod was removed, it was noted that the cannula appeared bent. No further information was provided.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.